Event description:
The following was reported to hamilton medical ag: this fault occurred while the engineer was repairing the ventilator ((B)(4)).c1 did not connect the patient, so it did not bring any adverse consequences to the patient. Even the problem occur again, it can be found before ventilation & will not bring any adverse harm to the patient.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).